Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The capture on the patella cutting guide broke.

Manufacturer narrative:
Examination of the submitted cutting guide confirmed one of the two saw captures has disassembled from the device. The root cause is being attributed to device wear from normal use and servicing. Preliminary risk assessment (B)(4) was conducted. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Continue to monitor through sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.